Event description:
Pt had a lead impedance of greater than 2000 ohm and heart rates in the 20s. Pt was taken to the or to have the pacing system evaluated. The lead indicated acceptable values. The pacemaker was not tested at that time. The physician elected to explant the entire system and replace it with another.